Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was also completed and confirmed the tip separated. The turnpike was returned with the guidewire stuck inside. The guidewire was severely damaged. The tip section was separated and remained on the wire. The separated piece of the tip was twisted and locked on the wire. Both ends of the distal nylon coil were fully reflowed and the coil was not damaged. The damage is consistent with over torqueing the catheter in a calcified lesion.

Event description:
During a cto case in the rca the tip of the turnpike spiral separated from the catheter. Resistance was felt during the procedure. Physician was able to remove the tip and catheter. Additional information received 06may19: the tip was stuck on the wire, so the catheter and wire were removed together. No medical intervention was reported. Outcome of patient is reported as fine.